Event description:
The reported feedback suggests that separation and leakage occurred during clinical use. No patient or user harm reported.

Manufacturer narrative:
The customer¿s report of tubing cut below smartsite was confirmed. Visual inspection of the set noted a tubing cut from the smartsite valve. The set was received in two separate parts. There were no other anomalies observed. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that separation and leakage occurred during clinical use. No patient or user harm reported.